Event description:
The company was informed that during the implant surgery only partial insertion of the electrode array was achieved. The surgeon reportedly reinserted an electrode array on multiple occasions. Revision surgery is pending.